Event description:
The lead was reported due to insulation abrasion. There were no electrical anomalies noted with the lead. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.